Manufacturer narrative:
A ge rep evaluated the system but was not able to reproduce the reported problem. System operates as intended.

Event description:
The customer reported the system intermittently will not display an image. No pt injury was reported.